Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 136-36-53 - nv gxl lnr, +5lat, 36mm g3-56/58mm cups. (B)(6), 164-02-09 - element-stem, collarless w/ha, high offset, sz 9. (B)(6), 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm.

Event description:
It was reported that a patient had a right total hip replacement (confirmed on x-ray) procedure and then was revised. Patient required revision surgery for issues including but not limited to polyethylene prosthesis wear. The stem was retained and a new head implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The mostly likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided. Concomitant devices: (B)(6), 136-36-53 - nv gxl lnr, +5lat, 36mm g3-56/58mm cups. (B)(6), 164-02-09 - element-stem, collarless w/ha, high offset, sz 9. (B)(6), 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6), 180-01-58 - nv crown cup clstr hole 58mm group 3. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm.